Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation revealed a single occurrence of system fault 74 and the issue could not be reproduced during in-house testing. Based on previous investigations of similar complaints, it was determined that the alarms were due to a software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault and triggered a safety reset alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.